Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products and therapy : treatment with 1cc depo-medrol and 1 cc lidocaine injection on (B)(6) 2018. Item ref: (B)(4), item name: 32mm 12/14 taper femoral head standard neck, item batch: 3437133. Item ref: not communicated, item name: g7 liner d head size 32, item batch: not communicated. Item ref: (B)(4), item name: g7 pps ltd acetabular shell 50d, item batch: 3404195. The device will not returned to the manufacturer. Therefore it will not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that 3 years after the implantation, the patient experienced persistent hip pain diagnosed as bursitis trochanterica on the right side, after primary total hip prosthesis (thp) on (B)(6) 2015. Patient had pain after surgery and the pain persisted. According to the medical records, the pain was diagnosed in (B)(6) 2017. Treatment with 1cc depo-medrol and 1 cc lidocaine injection was performed on (B)(6), 2018. The event was resolved on (B)(6) 2018.

Manufacturer narrative:
(B)(4). Concomitant medical products and therapy - treatment with 1 cc depo-medrol and 1 cc lidocaine injection on (B)(6) 2018 / item ref: (B)(4), item name: 32 mm 12/14 taper femoral head standard neck, item batch: 3437133 / item ref: not communicated, item name: 32 mm 12/14 taper femoral head standard neck, item batch: 3437133 / item ref: (B)(4), item name: g7 pps ltd acetabular shell 50d, item batch: 3404195 . Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that 3 years after the implantation, the patient experienced persistent hip pain diagnosed as bursitis trochanterica on the right side, after primary total hip prosthesis (thp) on (B)(6) 2015. Treatment with 1 cc depo-medrol and 1 cc lidocaine injection on (B)(6) 2018. The event was resolved on (B)(6) 2018.